Event description:
It was reported that the user experienced an insulin delivery occlusion on an infusion set (inset), which was resolved after changing all pump supplies; a complication occurred when removing the needle cover from the inset, and the lot number was collected. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow associated with a deformation problem localized to the connector/coupler component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.